Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and endometriosis ablation ("fulguration of endometriosis") in a 24-year-old female patient who had essure (ess205) (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2010, 1 year after insertion of essure (ess205), the patient underwent endometriosis ablation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues,"). The patient was treated with surgery (hysterectomy and device removal). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, endometriosis ablation, menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, endometriosis ablation, menstrual disorder and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and endometriosis ablation ("fulguration of endometriosis") in a 24-year-old female patient who had essure (ess205) (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included nsaid's since february 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2010, 1 year after insertion of essure (ess205), the patient underwent endometriosis ablation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues,"). The patient was treated with surgery (hysterectomy and device removal). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, endometriosis ablation, menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, endometriosis ablation, menstrual disorder and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event device monitoring procedure not performed was added. Concomitant drug was added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and endometriosis ablation ("fulguration of endometriosis") in a 24-year-old female patient who had essure (ess205) (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2010, 1 year after insertion of essure (ess205), the patient underwent endometriosis ablation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues,"). The patient was treated with surgery (hysterectomy and device removal). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, endometriosis ablation, menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, endometriosis ablation, menstrual disorder and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events depression, mental anguish, fulguration of endometriosis, pain, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues,"). The patient was treated with surgery (hysterectomy and device removal). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 24-year-old female patient who had essure (ess205) (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient underwent endometriosis ablation ("fulguration of endometriosis"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues,"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and device removal). Essure (ess205) was removed. At the time of the report, the device dislocation, endometriosis ablation, menstrual disorder, depression, anxiety, weight increased, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, endometriosis ablation, genital haemorrhage, menstrual disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added: bladder infection, vaginal discharge, vaginal infection, bladder problems, urinary problems, uti, rcc comments added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.